Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. During the procedure when the sheath was inserted inside the patient and air was removed, but the air was released. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was discarded. It was further reported that no abnormalities was noted during the preparation and no device was inside the sheath, when air was noted on the sheath shaft. Unknown model pump was used with a flow rate of 60cc/h. No air noted on the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.